Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 4fr sl groshong nxt catheter. The catheter was leak tested by flushing with water using a 12ml luer lok syringe. During testing, a leak was observed between the 35 cm and 36 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had an overall arced shape, with an undulating line. Towards one end of the tear (right side in photos) the undulations were more pronounced. The fracture edges were well defined and the surface was mostly granular. On the right side of the tear the fracture surface had a small bulge and a large chunk of catheter material that was sheared. The fracture features and shape are similar to features observed in over-pressurization (burst) damage. However, there was not sufficient evidence to conclusively determine if over-pressurization contributed to the root cause. Therefore, the root cause remains unknown.

Event description:
It was reported that a catheter was placed on may 23rd and was used without any problems thereafter. However, on june 26th, a leak-like phenomenon was observed during an IV drip, and a clear leak was confirmed after flushing, and the catheter was removed. There was no reported patient injury. No other information was provided.

Event description:
It was reported that a catheter was placed on may 23rd, and was used without any problems thereafter. However, on june 26th, a leak-like phenomenon was observed during an IV drip, and a clear leak was confirmed after flushing, and the catheter was removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.